Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Multiple MDR: 0002648920-2020-00354, 0001822565-2020-02641. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. The contact was sent the investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical products: nexgen femoral component, catalog # 00599601552, lot # 63935324. Nexgen stemmed tibial component, catalog # 00598003702, lot # 64197779. Nexgen all poly patella, catalog # 00597206632, lot # 64163561. Cem fem/cem tib/ prlng art surf/xlpe pat, catalog # 98000200106, lot # unknown. Taper plug, catalog # 00596009900, lot # 64203438. Stem ext replacement screw, catalog # 00598009000, lot # 64228338. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to it remains implanted. Multiple MDR reports were filled for this event: 3007963827-2020-00156. 0002648920-2020-00298. 0001822565-2020-02047. Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient has been experiencing pain, swelling, and heat in the knee. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.